Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device's lid switch was determined to be the cause of the reported issue. Device was destructively tested and archived by stryker. A replacement device has been sent to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would intermittently not automatically power on when the lid is opened. N this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.